Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. The rep reported that they were checking impedances as the patient was in the office for ins replacement. The rep reported that all pairs with contacts 0, 1 were over 4,000 ohms; 2-3 1395 ohms, 2-4, 2-5, 2-6, 2-7 all over 4000 ohms. The remaining combination with contact 3 were over 4 ,000 ohms; 4-5 ???, remaining combinations with 4 are over 4000 ohms 5-6 ???, remaining combinations with 5 are over 4000 ohms. The rep also reported that the patient was feeling shocking in their neck and arm. It was noted that the lead was placed cervically. The rep reported that the patient saw someone 6-7 years ago and an impedance test was done at that time and that person indicated there might be an issue. The rep had no other specifics. The rep reported that the patient indicated that the shocking started around that same time that the impedance check was done 6-7 years ago. Additional information was received from the rep on 2018-03-28. The rep reported that they weren't sure of the cause of the shocking, but it could be related to the electrodes out of impedance. The rep reported that the plan was to schedule a lead and battery replacement. No further complications were reported.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Other relevant device(s) are: product ID: 748951, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4); product ID: 748951, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the shocking was the cervical paddle lead had pulled loose from the extension. The healthcare provider replaced the lead and battery and removed all of the old system. The surgery was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the patient¿s implantable neurostimulator (ins) was being replaced on (B)(6) 2018. There were no further complications reported or anticipated.